Event description:
Additional devices in use: 6 french, ex, atherectomy catheter-devices for vascular intervention, inc.10 french guiding catheter-dvi.guidewire fractured during use. Patient transferred to operating site for bypass surgery and retreival of fractured wiredevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other, guidewire. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, none or unknown. Invalid data - on device destroyed/disposed of status.